Event description:
It was reported by the affiliate that the (1) tlc55 was used during a gastrectomy procedure. It was reported that the instrument locked out. The case was completed with another device and there was no consequence to the pt.